Event description:
The reporter stted that the surgeon attempted to implant a 20.5 diopter, cq2015 lens. The plunger overrode the lens causing it to tear prior to insertion into the eye. No patient injury. The plunger caused the lens to tear.